Event description:
It was reported that during the implant procedure, the physician experienced difficulty deploying the helix with lead (B) (4). In addition lead (B) (4) could not find good right atrium sensing. The devices were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned. Electrical testing determined that continuity of the conductors was complete. Blood/body fluid was present in the distal conductor (not obstructed), on the outer tubing overlay and on the lobes. In addition, the lobes were bent. Visual analysis found the lead's lobes will not deploy at this time due to the presence of dried blood. The full lead was returned and analyzed. There were no anomalies found however there was blood in/on helix/lobe mechanism noted.